Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation with an unknown medicine through the set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The clamps of the device were opened, and flow of the medicine was confirmed with no issues. A functional flow test on in-lab pump was performed and flow of liquid was confirmed throughout the set with no issues. A second functional test was performed where the sets were loaded into an infusion pump, and the flow of liquid was observed throughout the sets with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and the reading was within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set failed to infuse due to an obstruction. This occurred during preparation, prior to patient use. There was no patient involvement. No additional information is available.